Event description:
Patient had epidural catheter in place at home;when home health nurse went into home family stated that patient had been "messing with the catheter";upon inspection found white spike connector had been pulled out of catheter. Nurse cleaned and attempted to replace spike connector in catheter. While doing so, heard a snapping sound and found that approximately 1/10cm of the spike had broken off in catheter. Immediately clamped catheter. Patient sent to ER where catheter was repaired. Spike not designed to be removed from catheter. Nurse stated that wife told her patient had pulled it out beforedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped temporarily. The device was destroyed/disposed of.